Event description:
Reported by health professional (B)(6) - leakage of the band, noted in the shell.

Manufacturer narrative:
(B)(4). The device was received by allergan, however, the device analysis has not been started at this time. Based upon the model number and serial number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter has declined to provide allergan further information regarding the implant date or diagnostic testing. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."